Manufacturer narrative:
Correction d6a: date of implant updated to (B)(6) 2020, was previously reported as (B)(6) 2022

Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt and no anomaly was found on the header that related to the field concern. Analysis of device image indicated device was within normal range of operation. Further analysis performed found no anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.the pacemaker was explanted and replaced. The patient was discharged following the procedure.